Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the report event could not be determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that the thunderbeat was over activated and the pad began to peel off during the laparoscopic colectomy. The teflon pad did not fall off completely. There was metal exposed beneath the peeled pad. There was no metal to metal contact. Seal/cut-short circuit error codes were displayed on the generator during use in the patient, during seal and cut mode. No device fragment fell inside the patient. The procedure was completed using another same type hand piece with no patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, to update the lot number of the device. The device was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was found partially separated exposing metal. The distal end of the probe unit was inspected using a microscope and no visual damage was found. In addition, a foreign material was found at the distal end of the device.